Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations.

Event description:
Information received by medtronic indicated that the customer had a loss of communication issue between the pump and transmitter. The customer stated that the sensor signal was lost and the red icon was displayed on the pump. Troubleshooting was performed and the issue could not be resolved. Advised customer that transmitter may not be working. No harm requiring medical intervention was reported. The customer will discontinue the usage of the transmitter and will not be returned for analysis.